Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 intellis recharger s/n (B)(6). Revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having issues charging their ins and the issue began last week. Pt stated they had 50% on their controller battery level and their ins was depleted and they were unable to charge their ins. Pt noted position the paddle (ps understood this as no device found) message displayed when attempting to charge the ins and caller in the background mentioned quality of charge was not sufficient (ps understood this as maybe the poor recharge quality screen) displayed. Pt noted they unplugged the rtm during the call and the recharging ended screen displayed. During the call pt denied visible damages to the rtm and controller charging port. Pt confirmed rtm was getting hotter than usual while recharging ins. Pt denied rattling to the controller. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt wore glasses to read the rtm serial number. Pt noted they were in the hospital for an MRI. Ps made an outbound call to the pt and left a voicemail for pt to call patient services back to verify if the hospital visit was related to the medtronic device. No symptoms were reported.